Manufacturer narrative:
(B)(4). Baxter rec'd and evaluated the device. The device was found out of spec in relation to the reported symptom (air in line alarm) which was confirmed through the history log but not reproduced. The confirmed symptom was found to be caused by lower upstream sensor values due to a failed upstream sensor. The failed upstream sensor was replaced.

Event description:
It was reported that a spectrum pump constantly displayed the air in line message. Any pt involvement, injury or medical intervention is unk.